Manufacturer narrative:
(B)(4). The customer, a biomedical engineer evaluated their device and verified the reported issue. Physio-control was later made aware that the device was not repaired and was permanently removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device was unable to complete a boot cycle and displayed a white screen. The customer also advised that the service indicator of the device was illuminated. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.